Event description:
Reporter indicated 7.1 software displayed "sql" errors with attempted use. In addition, the hp jornada hand-held programmer which housed the software was unable to hold a battery charge. No serious injury was reported as a result of this event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.